Event description:
It was reported that packaging seal was compromised. An encore 26 peripheral intervention inflation device was selected for use. Prior procedure, it was noted that the protective paper tears easily due to the blister package of the boston scientific inflation pumps. There was no visible damage to the outer packaging, however, a potential risk of sterility being compromised due to the torn paper layer that may have come into contact with both the outer and inner surfaces of the packaging and the device itself. There were no patient complications.

Manufacturer narrative:
A visual inspection of the device showed that the device's pouch was stuck on the seal of the plastic tray. In this case, the device returned for product analysis, but it was not possible to identify the most probable cause of the reported event. This investigation has been assigned the conclusion code cause not established.

Event description:
It was reported that packaging seal was compromised. An encore 26 peripheral intervention inflation device was selected for use. Prior procedure, it was noted that the protective paper tears easily due to the blister package of the boston scientific inflation pumps. There was no visible damage to the outer packaging, however, a potential risk of sterility being compromised due to the torn paper layer that may have come into contact with both the outer and inner surfaces of the packaging and the device itself. There were no patient complications.